Manufacturer narrative:
(B)(4). Date sent: 7/1//2025. B3: publication year of 2016. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. Attempts were made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: neck dissection with harmonic scalpel and electrocautery? A randomised study authors: roshan k. Verma; arulalan mathiazhagan; naresh k. Panda. Citation: auris nasus larynx 44 (2017) 590¿595; doi: http://dx.doi.org/10.1016/j.anl.2016.11.004. This prospective study discussed about the use of harmonic scalpel for neck dissection and compare it with conventional electrocautery technique for oral cavity carcinoma. Between july 2014 and december 2015, 20 neck dissections (male=16, female=4; mean age=45.35 years) performed on patients of oral carcinoma by using harmonic scalpel (ethicon) to achieve haemostasis; 20 neck dissections (male=15, female=5; mean age=48 years) for oral carcinoma in standard neck dissection technique using monopolar and bipolar cautery to achieve haemostasis. Harmonic scalpel was used during the neck dissection. Reported complications included hematoma (n=1); seroma (n=1); and chylous leakage (n=1). In conclusion, harmonic scalpel for neck dissection is associated with significantly lesser intraoperative blood loss as compared to electrocautery.